Event description:
It was reported that patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. It was determined that the pump bulb would remain flat when squeezed resulting in inflation issues. The ipp was explanted and replaced with a new ipp. No patient complications were reported.